Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The device was returned for eval. The stent graft was found to be partially released and the outer sheath of the delivery system was torn off and elongated in the area of the catheter reinforcement. The condition of the sample (torn off outer sheath/partially deployed stent graft) leads to the conclusion that every high friction forces affected the system, which made stent graft deployment difficult and finally resulted in the damage to the outer sheath. Based on the info available, a definitive root cause for the reported issue could not be determined. The instructions for use (IFU) states: the stent graft lumen must be flushed before introduction of the delivery system. The application reported represents an off-label use of the device. The fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial strictures. The safety and effectiveness of this device for the treatment described has not been established.

Event description:
It was reported that the device, being used to treat a pseudoaneurysm on the arterial side of the mid upper arm av loop graft, would not completely deploy. The access was made at the apex of the loop and the intended placement site was the pseudoaneurysm on the arterial side of the av loop raft, near the arterial anastomosis. The device was advanced through a 7f introducer sheath over a .035 j-wire. The tracking path was reported to be non tortuous and non-calcific. The system was flushed prior to use and the stent graft was positioned in a straight section prior to attempted deployment. The stent graft was removed with no complications and another stent graft was placed. No report of pt injury.